Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) med ctr. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period 80 msec and deflation period 250 msec. Gas loss cause: pump system malfunction the issue was analyzed by reviewing logs and reproducing the problem in the affected environment, which helped identify the root cause as a configuration service related error. Appropriate corrective actions were then taken, such as updating the configuration and restarting the impacted services. After applying the fix, validation was performed through testing and monitoring to ensure the system was functioning correctly. Finally, the issue was confirmed as resolved and documented for future reference.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) had gas loss alarm, during use. No harm or injury to the patient was reported.